Event description:
Error.

Manufacturer narrative:
MDR made in error - customer states that this was not a complaint.

Event description:
It was reported that bd maxguard administration set was occluded. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that fluid does not flow, confirmed all clamps open.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.